Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2254241, medical device expiration date: 12/31/2013, device manufacture date: 09/10/2012, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown, medical device lot #: 3156072, medical device expiration date: 09/30/2014, device manufacture date: 06/05/2013. Initial reporter: address unavailable. Bd corporate address used. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had hemolysis in the tube. No report of injury or medical intervention. No report of blood exposure to mucous membrane.